Event description:
Clinic notes dated (B)(6), 2014 reported that the patient was experiencing an increase in seizures. At her last visit, her seizures were much better. Her vns was checked on (B)(6), 2014 and the generator battery was reported to be near end of service. The mother mentions that with the vns, seizures had been over 80% better. The physician noted that the patient had much better controlled seizures when her ¿vns was working. She has been having increased seizures that was thought to be related to vns generator ifi.¿ ¿ifi¿ battery status means ¿intensified follow-up¿ and demipulse model 103 generators are designed to continue to deliver intended therapy at ¿ifi¿ condition. The patient was referred for generator replacement surgery and one of the anti-epileptic medication dosages was increased while beginning to wean the patient off another anti-epileptic medication. Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6), 2014. Attempts for product return have been unsuccessful to date.

Event description:
The generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.